Manufacturer narrative:
A visual evaluation found that the connector section of the device where the silicone tubing meets the thermoformed tubing was the only part of the device that was returned. The distal opening of the connector inside the thermoformed tubing was found to have some type of material covering it. A functional evaluation found that a guidewire could not be passed through the connector due to the material blockage. A piece of the unknown material was removed from the connector and placed into nitro methane to evaluate if the substance was glue. The material did not dissolve in the nitro methane indicating that it was not glue. The condition of the returned unit was consistent with the complaint incident that the device blocked. It appears that a piece of loose material possibly from molding was left inside the thermoformed tubing during supplier manufacturing. The piece was most likely pushed down to the connector section when an attempt was made to pass the device over the guidewire. Therefore, the most probable root cause is supplier manufacturing. A lot history search was performed and found no other complaints against lot number 13240296. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the guidewire would not advance through the peg. The physician removed the peg and cut it to determine where the blockage was occurring. He indicated that the blockage appeared to be at the transition point between the hard plastic and the silicone tubing. The procedure was successfully completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the guidewire would not advance through the peg. The physician removed the peg and cut it to determine where the blockage was occurring. He indicated that the blockage appeared to be at the transition point between the hard plastic and the silicone tubing. The procedure was successfully completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.